Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown zimmer abutment was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed only on the first loosening event and applicable zimmer instructions for use (ifus) and risk files were used. Functional testing and dimensional analysis could not be performed since the device was not returned. Pre-existing condition noted on the per was high bone density type I. The abutment had been placed on tooth # 19 for approximately 1 year. X-ray or picture images were not provided. According to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history reviews could not be performed since the lot and item numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction and the reported event could not be verified since the abutment was not returned. A definitive cause could not be identified.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. PMA/510(k) number: not provided. Device not returned.

Event description:
It was reported that an unknown zimmer abutment became loose at tooth location 19.